Event description:
The reporter contacted animas on (B)(6) 2012 alleging the symbols were worn off the keypad. The reporter denied damage or response issues involving the keypad. There was no reported adverse event associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the complaint of worn keypad symbols was confirmed. On testing, all the keypad buttons responded properly. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.